Manufacturer narrative:
Product analysis: analysis was able to confirm the analyzer lost communication with the programmer. The analyzer failed seven functional tests and is out of specification. The analyzer was scrapped. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer displayed the message "warning-loss of communication" while attempting to open the page for the analyzer. The programmer also displayed the message "programmer has lost communication with the analyzer". The user selected end session and the message was displayed again. The programmer and analyzer were returned for service. No patient complications have been reported as a result of this event.